Event description:
It was reported that a remote transmission was received with an alert for non-sustained lead noise episodes due to oversensing of far p events. The device will be reprogrammed at next follow-up. Further information is not available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.